Event description:
It was reported that the minicap received by the patient appeared dried up. This was found before patient use. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available. This is report 1 of 2.

Manufacturer narrative:
(B)(4). The device was manufactured between the dates of 05/15/2014 and 05/23/2014. The sample was not returned for evaluation. A review of all batch record documents was conducted with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). If additional relevant information is obtained, then a follow-up MDR will be submitted. (B)(4).